Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with vancomycin injection (1 gram, start dose, ongoing, route not reported) and meropenem injection (1 gram, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information in b5. B5: additional information was received and on an unknown date, the patient was discharged from the hospital. Antibiotic treatments were discontinued and the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.